Event description:
According to the reporter, prior to use, while preparing the device, the handle was charged and green; and each component was green when it was connected. The device then went through cycle. When the cycle was completed, the screen displayed a notification to remove adapter with a yellow arrow. The user reattached and reloaded the device, but the error remained the same. The adapter was replaced but the same issue occurred. A new handle with a new shell were used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found that there were field programmable gate array (fpga) errors during the reload clamp test.

Manufacturer narrative:
Concomitant product: unk-sigadapt - unknown signia egia adapter, serial# unknown sigpshell - sig power sigpshell control shell, lot# unknown unknown egia su - unknown endo gia sulu, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no abnormalities. Functional testing noted there were no abnormalities. The handle had 258 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. When the handle was attached to the a1 machine, the handle displayed the remove reload screen. The handle could not be fired on the a1. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the adapter did not calibrate as expected after loading. The reported issue was confirmed. The most likely cause was traced to software coding. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the adapter did not calibrate as expected after loading. The reported issue was confirmed. The most likely cause could not be established from the information available. The power pack software uses fpga for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible resulting in the handle being unable to complete the reload clamp test. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.